Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 18th march 2025, it was reported by an arthrex employee via email that an ar-2324bcct, suture anchor, biocomposite swivelock® c vented, 4.75 x 19.1 mm, with fibertape® loop (blue), anchor and eyelet broke during insertion. This was detected during use in a rotator cuff repair surgery on (B)(6) 2025. No fragments were left in the patient. The procedure was completed successfully using another new ar-2324bcct. There was no patient harm and no secondary procedure needed. Ar-2324ptb was used to prepare bone socket.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-2324bcct bio-comp, swivelock c, ft, 4.75 x 19.1 mm batch 15270103, was received for investigation. Functional testing was conducted by moving the inner and outer molded shafts to check for issues. No problem was found. Visual evaluation revealed no major damage to the anchor or handle; however, evaluation of the eye noted that it was broken and half of it is inside the shaft. Further evaluation of the suture found fraying on the tips, most likely as a consequence of the breakage. The most likely cause(s) of the reported failure are user error, including misalignment or prying/leveraging the device during insertion.